Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11381. It was reported a possible perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, the posterior wall of the left atrium was possibly perforated resulting in an effusion. It was unclear if there was a definite perforation, there were slight hemodynamic changes to the patient (slight tachycardia and slight hypotension), but the patient¿s status did not deteriorate. They opted to continue with the procedure. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman® laa closure device & delivery system (wds) was advanced and the closure device was deployed and released. After deployment the effusion increased and pericardiocentesis was performed with 110cc of blood withdrawn. There were no further complications. The patient returned to normal sinus rhythm and was hemodynamically stable. The procedure was completed successfully.